Event description:
This medial device report is being submitted due to an additional issue related to unintended movement when using a dx-d100 mobile unit. The customer reported to agfa that when using their dx-d100 unit, they experienced uncontrolled movements on 3 consecutive days and a fourth day after the unit had parts replaced. The unit has been installed since (B)(6) 2014 and has the new dmc board, firmware and isolation kit. This report is for the 4th of four events for unintended movement for the same unit at this site. The 1st event was on (B)(6) 2015, when the operator stepped backwards, turned 180 degrees and then stepped forward, the unit would move toward the right. The operator would stop and then start walking again and the unit would once again move to the right. The operator had to use the emergency button to stop the unit. The 2nd & 3rd events, on (B)(6), respectively, occurred the following two days, in which mdrs will also be reported for those events. This 2nd event was on (B)(6) 2015, the same dx-d100 unit once again, moved to the right and the operator had to use the emergency button to stop the unit. This event is reported in FDA MDR 9616389-2015-00049. The 3rd event was on (B)(6) 2015, the same dx-d100 unit once again, moved to the right and the operator had to use the emergency button to stop the unit. This event is reported in FDA MDR 9616389-2015-00050. On (B)(6) 2015, agfa service replaced hardware parts and exchanged both the digital motion control board (dmc) and gauges. No further issues were reported at that time. Sedecal, agfa's supplier, requested the parts replaced to be sent to them for further investigation. A 4th event occurred on (B)(6) 2015, with the same unit, when it crashed into a wall. The unit was removed from the customer environment and shipped to the agfa lab in mortsel for further in depth testing. This 4th event is reported in FDA MDR 9616389-2015-00051. No customer or patient was injured during these events. Unintended movement of dx-d100s has already been communicated for a reportable correction to the FDA: FDA reference (B)(4). Any further actions related to this event will be documented via the reportable correction.

Manufacturer narrative:
- Attachment: [cl lux events.pdf, se lux events.pdf]

Manufacturer narrative:
Evaluation conclusion - a new designed arrestor with a resistance between frame and floor (ground) will be installed.

Event description:
Follow-up 1 report to provide root cause and corrective action for this event: (B)(4), agfa's supplier, has determined this event is a different unintended movement and root cause is when using the dx-d100 unit, sporadic unintended movements caused by an electrostatic discharge of the unit to the ground may occur. Corrective action will be a mandatory service bulletin to perform upgrade of digital motion control (dmc) firmware and a new designed arrestor with a resistance between frame and floor (ground) will be installed. A cfr part 806 reportable correction is underway and will be reported to the FDA may 29, 2015, referencing agfa healthcare 9616389-05-29-2015-001-c ((B)(4)).